Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced inflammation, pain, erosion, fibrotic reaction, injury, adverse reaction, infections and additional surgical intervention.

Manufacturer narrative:
1928 = "l" 2684, 2558= "nl" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced vaginal bleeding, urinary tract infections, abdominal pain, pyelonephritis, hemorrhagic cystitis, abnormal uterine bleeding, urethral pain, pelvic pain, dysuria, back pain, urinary urge incontinence, leakage, blood in urine, pyelo with sepsis, pain with intercourse, possible urethral bleeding, mixed incontinence, microscopic hematuria, urethral defect, stress incontinence and placement of repliform biologic graft.